Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was displaying a button error. After replacing the battery, the numbers displayed were inaccurate and scrolled on their own. Customer's blood glucose level was 102 mg/dl. The insulin pump is being replaced. No further information provided.